Event description:
Synovis was notified of this event via a FDA's medwatch program (voluntary report number mw5023274). On (B)(6) 2003, the patient had a prolapse repair surgery. The surgeon used veritas collagen matrix for the mesh component. One month later, the patient had rectal bleeding complications. On (B)(6) 2003, the patient underwent a bladder sling procedure where the surgeon used gynecare tvt device. Following these procedures, the patient experienced significant lower back pain, which took months to resolve. The patient reported some residual pain. Vaginal scarring and shortening has severely impacted the patient's intimate relationship with her spouse. Attempts to correct the situation were not successful. The patient reports frequent utis since having the surgery and that the symptoms are even worse now after having gone through menopause. No further details have been obtained.

Manufacturer narrative:
No product was returned for evaluation. The medwatch form provided by FDA (voluntary report number mw5023274) referenced veritas collagen matrix lot number 547525. Documentation pertaining to this lot of product is archived, and applicable information will be submitted in a follow-up report.